Event description:
A customer observed lower than expected vitros phyt quality control and patient results (patient result = 15.72 vs. An expected result = 20.37 ng/ml; qc fluid biorad 2 = 10.85, 12.26, 11.77 vs. An expected result = 15.55 ng/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient samples were reported out of the laboratory. There was no report of harm to patients as a result of this event. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple lower than expected vitros phyt quality control and patient results were obtained while using the vitros 5,1 fs chemistry system. The investigation could not determine a definitive root cause. However, an instrument related issue, a vitros phyt slide related issue, or the integrity of the affected samples cannot be ruled out as contributing factors at this time. The investigation is ongoing.